Event description:
During aortic valve replacement the 27mm valve was implanted. Aorta closed, heart beating on own. Vital signs and valve appeared to work fine for a few minutes. Then heart started filling up with blood. Valve was not functioning properly per anesthesia's transesophageal echocardiagram. Pt then put back on pump. Arrested heart again. Opened aorta again & removed some calcification by valve and rotated valve. Closed aorta again. Allowed heart to beat again. Valve still not functioning properly per transesophageal echocardiogram. Arrested heart and replaced mechanical valve with tissue valve. Closed and allowed heart to beat. Transesophageal echocardiogram good and taken off pump.